Manufacturer narrative:
Additional information : mobi-c product was received with ref and lot # on dec. 11th 2017. Product returned is the one mentioned on the complaint report. Product returned assembled except the insert. No more information provided about the products at c7/t1 despite several attempts. No more information provided about the reason of this new mobi-c surgery despite several attempts 3 products mentioned on sale order of (B)(6) 2017 surgery : the one returned (mentioned in the complaint report), another was certainly implanted instead of the one returned and no information provided about the last one despite several attempts. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The visual inspection of implant shows that jaws have impacts. These impacts indicates that surgeon probably hit the superior vertebra because disc space was probably not enough distracted and the superior plate raised up during implantation. It seems to be confirmed by the mobile insert which has an impact. It is probably due to the surgeon who tried to catch the insert in the patient after the rise up of the superior plate which allows insert to fall in the patient body. Regarding data investigation and provided information, the root cause of this issue is determined to be user error because the disassembly of implant is due to disc space not enough distracted. There is no evidence to indicate a device issue.

Event description:
According to the reporter: during a surgery on (B)(6) 2017, the wrong size of mobi-c prosthesis was opened and implanted and then removed at c6/c7. Product returned. Previous fusion at c7/t1 (plate and graft acdf). No information about these products : no clear information about the date of the initial surgery or ref/lot of these products or event their manufacturer. Plate at c7/t1 was removed to put the mobi-c at c6/c7. No clear information about the reason of this new mobi-c surgery. No harm to the patient. No specific monitoring by surgeon more information are requested to sales representative.

Manufacturer narrative:
Device not received yet.

Event description:
Mobi-c :revision. Medical device was removed during revision. No harm to the patient. No specific monitoring by surgeon. More information are requested to sales representative.